Manufacturer narrative:
Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had paddle failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the fse visited the customer, assessed the device, and found that the external paddle was faulty. A new external paddle was installed, and all tests and measurements outlined in the service procedure were carried out. The device was then returned in working condition. Based on the information available, the reported issue was caused by a faulty external paddle. Further root cause was not determined. The reported problem was confirmed.